Event description:
Additional information received reported that the cause of the event was unknown. The patient did not require hospitalization. The reporter felt that this was not device related and the stimulation pattern only required updating.

Event description:
It was reported that the patient felt stimulation in the wrong location after a fall. The patient had a bad fall 3 weeks prior to the report in which she landed across a tree root on her head. The area across her hips where the battery was implanted was black. The patient was feeling stimulation under her ribs, in addition to her legs where it was supposed to be. The patient also broke her neck as a result of the fall. The patient stated she had fallen a lot recently. The patient also had low back surgery, but this did not seem to be related to the fall. The patient was redirected to her physician for reprogramming. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2008-(B)(6), product type lead product ID 37702, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2013-(B)(6), product type implantable neurostimulator. (B)(4).